Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified distal to proximal left circumflex artery. A 10mmx2.75mm wolverine coronary cutting balloon was advanced but difficult to cross the lesion. After trying to cross the device for a while, dilation was performed once at 10 atmospheres before reaching the lesion but the balloon ruptured. The device was removed without any issues and the procedure was completed with a different device. No patient complications were reported.